Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was being used on a patient, the screen went blank, pacing failed and the patient's heart rate dropped to 65 beats per minute (bpm) and blood pressure dropped. Within 30 seconds the epg was replaced. The epg was retained by the hospital. No patient complications have been reported as a result of this event.